Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instruments clips malformed(did not cut the vessels). Another instrument was used to complete the case. There was no consequence to the pt.